Manufacturer narrative:
The reported issue that there was infusion or flow problem, inaccurate delivery, defective component - physical resistance / sticking could not be confirmed. No product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
Per vanessa's law compliance, health canada's medical devices online database recently uploaded reports that they received since june 2020. It was reported that an alaris large volume pump module (lvp) was involved in an unspecified health effect medical device problem. The event description provided was "e2401 - insufficient information f05 - delay to treatment/therapya14 - infusion or flow problem a140504 - inaccurate delivery a0202 - defective component a0509 - physical resistance / sticking." No additional information was provided, and no contact information or products were provided.

Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Per vanessa's law compliance, health (B)(4) medical devices online database recently uploaded reports that they received since (B)(6) 2020. It was reported that an alaris large volume pump module (lvp) was involved in an unspecified "health effect medical device problem." The event description provided was "e2401 - insufficient information, f05 - delay to treatment/therapy, a14 - infusion or flow problem, a140504 - inaccurate delivery, a0202 - defective component, a0509 - physical resistance / sticking." No additional information was provided, and no contact information or products were provided.